Event description:
Dr. (B)(6) decemet's detachment. The surgeon/customer is not expecting follow-up communication.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include descemet's membrane tear or detachment as a known complication. The device history record (DHR) was reviewed and found no issues. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.